Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising and pacing capture threshold in the right ventricle was elevated. Medical device: ddbb1d1 ICD implanted: (B)(6) 2014 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was unable to capture at maximum output. The lead pacing impedance had increased and was now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.